Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that following an initial total knee arthroplasty, the tibial articular surface provisional instrument was found to be fractured upon disassembly. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; no further information has been reported.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - provisional bottom. Visual examination of the returned product found it to exhibit signs of repeated use and is fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.